Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Distributor returned the npwt catalyst device serial # (B)(4) directly to our service center. Upon receipt at service center, device back plate , internal tubing, wiring and the muffler were found melted due to pump overheating. The end user had reported to the distributor that there was no adverse event to patient or staff.

Manufacturer narrative:
Supplemental report is being filed following the submission of the initial MDR report that was submitted on (B)(6) 2021 due to the investigation findings are available. The npwt catalyst device 68-1132 was received for evaluation and tested for the issue reported of back plate , internal tubing, wiring and the muffler are melted due to pump overheating. No patient injury was reported. Temperature testing of the returned complaint pump and bench testing of aged pumps as part of the investigation revealed that the back panel temperature of a functional pump can reach between 40 and 50 degrees celsius while in operation. Temperatures measured during the testing remained within the acceptable limit of 60 degrees celsius. The device housings plastic is composed of fire-retardant material which has a 5va flammability rating at the wall thickness in the design and complies with the ul 94 standard. According to ul, 5va is the maximum flammability protection rating possible, and the key to this safety is if the device or plastic is self-extinguishing and is intended to mitigate the likelihood of a burn or fire and to reduce to reduce risk to a patient or care giver. As a result, the back panel provides significant protection against fire and the risk assessment conducted indicated that the probability of a hazardous situation leading to harm was low related to overheating.